Event description:
Medical staff reported an extracapsular rupture of the left device. MRI performed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: underweight , opening in posterior, yellow encapsulation. A microscopic analysis was performed which identify a sharp opening in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the posterior side assessed as unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Medical staff reported an extracapsular rupture of the left device. MRI performed. Device has been explanted.